Event description:
It was reported that a patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant and a 500cc mentor memorygel breast implant experienced left sided rupture accompanied by breast pain and bilateral ptosis post procedure. The rupture was diagnosed through a physical examination and confirmed through magnetic resonance imaging. As a result, explant was performed on (B)(6) 2024. The left sided rupture was reported initially under 1645337-2024-11940. On (B)(6) 2024 mentor received additional information and initial awareness of bilateral issues. This report relates ot the right prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).